Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2020-33148. It was reported the patient has been receiving ineffective therapy due to high impedance. Also, x-rays were taken and revealed the patient's anchor to be broken. As a result, the patient may undergo surgical intervention.